Manufacturer narrative:
No actual sample received for evaluation. No other incidents of this nature with this lot of product have been reported. The vast majority of these incidents involve the needle being bent during the procedure causing the needle to break when restraightened. Bd will continue to monitor for this issue via monthly trend reports.

Event description:
Vaccine given to a pt in thigh. Needle broke off. Sent to ER for x-ray. Revealed needle 2cm into muscle. Surgeon says leave alone.